Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the load process multiple times after completion. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported impact to customer¿s blood glucose.